Event description:
It was reported that the tubing of the connection to the vamp disconnected; it was reported that there was blood loss. No pt complications were reported.

Manufacturer narrative:
Device has not been returned for eval.